Manufacturer narrative:
Additional information: d11. Correction: h6 patient code. The customer report of an error code 1601.1021 was not confirmed in the logs or replicated during testing. The review of the pcu error log showed no log entries for the error 1601.1021. The pcu error log identified error code 110.6021.1 (keypad failure). The logs indicated that there were 4 instances of the error between (B)(6) 2020 7:28 pm and (B)(6) 2020 at 9:08 am. The pcu event log recorded the errors occurred seconds after the pcu is powered on. Testing performed on the pcu failed to replicate the failure. Inspection of the keypad showed evidence of fluid ingress on the keypad flex cable. The root cause of the customer reported complaint of an error 1601.1021 is believed to an error code 110.6020.1 (keypad failure). The root cause of the error code 110.6020.1 (keypad failure) is the result of fluid ingress found on the pcu keypad and flex cable. Device history review: review of the source pcu s/n (B)(6) service history record showed the device had a manufacture date of 08jul2019 a review of the device service history record was performed beginning from the date of manufacture to the present date 27aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that device had an error code of 1601.1021 was discovered during rounds in the emergency department. The device was afterwards left on a nurses desk with a note. There was no patient impact.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that device had an error code of 1601.1021. There was no report of patient impact.